Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was 300 mg/dl, which was addressed by delivering a bolus via the pump. The customer's father assisted with delivering the bolus due to the customer being asleep. A cartridge was loaded successfully, and the customer was reported to be stable.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. No hardware failure has been identified, in addition, a different issue was also found.